Manufacturer narrative:
Submit date: 11/13/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was a burning hole on the device where the alligator clip is attached.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The customer returned one un-opened pouch (48/pack), and one opened pouch containing six electrodes. The returned product is part number et88020 (spec 7024 2.25x4 48/p), lot # 624613x. All of the returned product appeared to be unused. The product used during the treatment was not returned for analysis. It has been determined this event is reportable however the product analysis did not confirm reportable event. The returned product met qc release specification. Due to that fact that reported condition could not be confirmed and a root cause for the reported condition cannot be specifically identified, corrective action will be limited to the manufacturing awareness. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.